Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No patient symptoms were reported. A device replacement procedure would be scheduled. No additional information was available at this time.

Event description:
New information indicated that the device was explanted. No additional information was available.